Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device's machine flow sensor cable was not connected properly on board. The device's cable needs to be reconnected replaced to address the issue. In addition of the above evaluation, inlet filter needs to be due to preventive maintenance, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : third party service center.